Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the hyperglycemia as well as diabetic ketoacidosis as well as customer was unconscious on (B)(6) 2019 with blood glucose level was over 700 mg/dl and treated with manual injection at hospital. The customer was assisted with insulin pump troubleshooting. Customer stated insulin pump getting random no delivery alarms, the insulin pump keeps falling off and belt clip was broken. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The customer states buttons were hard to push or buttons were nonresponsive without greater force than usual. Customer states time was moves forward. Customer stated that insulin pump came off at quick release and that why customer had the high blood glucose. Customer declined high blood glucose troubleshooting. The reservoir will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
Device had no button response due to unlocked j2 keypad connector on the lcd/b and flattened dome switches on the esc, act, up arrow and down arrow buttons . No button error alarm noted. Unable to perform the functional test, including, the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and the delivery accuracy test , the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. Unable to verify no delivery alarm due to no button response. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.